Manufacturer narrative:
According to the information provided, during an emergency procedure table movements were not possible. As a result, the procedure was continued and finished using an alternative system. We have no indications of adverse effects on the health status of patients, users or third parties. Investigation according to information provided by the customer service engineer (cse) based on error logs and system config test/version test revealed that, during the procedure the pilot control module was inoperative, resulting in a loss of system movements. The issue occurred as soon as the cable from the pilot module to the patient table was moved or flexed. The error message ¿emergency stop error - activate and deactivate a functioning emergency stop to enable system movement. Call service.¿ was displayed to the user. This can be resolved by enabling system movement on the table control module (tcm) module, but as a result only slow system movements are available. A defective pilot cable was determined as the most probable relevant root cause for the non-conformity and the pilot cable was exchanged as part of a service activity, which resolved the problem.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis icono biplane. During an emergency gallium scan for cerebral embolization procedure, the user reported that table movement was no longer possible and received an emergency stop message. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.